Event description:
It was reported the heparin tube "joint" of a prismaflex m150 set was damaged and leaked blood approximately ten (10) hours after the start of continuous renal replacement therapy. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak from the anticoagulant line. The specific defect that allowed the leakage was not visible in the photos or video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.